Event description:
The customer reported a false positive test result when testing on tango optimo. The picture result showed part of the cell button missing. The issue affecting the crossmatch results could be diminished to an accaptable degree by spinning down the segment blood before applying to the instrument in order to increase the cell density. The user did regarding this procedure not follow the recommendation given in the user manual. The issue related to the antibody screen p3-results was found to be due to sedimenting red cells and could be eliminated by putting those cells to a different position on the reagent rack. Taken together the reported problems were caused by different minor issues with sample preparation on one hand and an individual performance issue (transfer of movement from rack to reagent red cell vial) of the instrument in question on the other hand. An o-ring underneath a vial was replaced.

Manufacturer narrative:
This is our combined initial and final report on this incident